Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 411 mg/dl when he woke up. The customer stated that he woke up with readings in the 300s mg/dl. The customer stated that the issue started with the basal adjustments this past (B)(6). The customer declined to troubleshoot for unexplained high readings.